Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient received coolsculpting elite system treatment using the curve 120 applicator, curve 150 applicator, and curve 240 applicator on the abdomen, and the flat 125 applicator and curve 150 applicator on the inner thigh and presented with paradoxical hyperplasia in the abdomen post-treatment. The treatment area appears larger than before the first treatment in and feels harder. The following treatments were performed on (B)(6) 2025, (B)(6) 2026, (B)(6) 2026, and (B)(6) 2026. Later, patient reported that presented with paradoxical hyperplasia in the inner thighs and flanks as well.